Manufacturer narrative:
Exact date unknown, event occurred past two years based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was also noted that the patient does not get adequate relief. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned per facility policy.